Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported that device initially was showing "no video input". Customer verified there was no issues with cable connections. Service requested: repair. Service performed: repair. Investigation result: nk tech support instructed customer to perform hard drive swap procedures to diagnose the problem and restore raid. Customer was unable to follow instructions. After customer attempted to follow the provided instructions, device booted up to a blue screen error, unable to fully boot up to the cns software. Device was sent in for repair. Nka repair center evaluated the device. It was determined that the hard drives had failed. Both hard drives were replaced to resolve the issue. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Customer biomed did not show competence in performing diagnosis. Information about maintenance and usage of the device is unknown. The root cause of "no video input" message was unknown. The root cause for both hard drives failure could not be determined. Nka repair center did not identify any other issues that could have caused the "no video input" message on the display. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects.

Event description:
The biomed reported that the cns showed no patients but only error message "no video input," then cns crashed twice and would boot up to blue screen.

Manufacturer narrative:
The biomed reported that the cns showed no patients but only error message "no video input," then cns crashed twice and would boot up to blue screen. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomed reported that the cns showed no patients but only error message "no video input," then cns crashed twice and would boot up to blue screen.